Event description:
Procedure I&d and poly exchange. No implant failure. Only exchanged because of washout.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned due to hospital policy. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding infection involving a triathlon insert was reported. The event was not confirmed. Device history review: there have been no reported discrepancies for the referenced lot. Complaint history review: there have been no reported events for the lot or sterile lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the reported device, pre- and post-operative x-rays, operative reports as well as patient history, follow-up notes and pathology reports are needed to complete the investigation for determining root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control.

Event description:
Procedure I&d and poly exchange. No implant failure. Only exchanged because of washout.